Event description:
In 2003 after 9th fraction, patient experienced a toxicity reaction (toxic shock reaction requiring hospitalization). Patient was admitted to ICU before 10th fraction. As of later in the day, the patient is doing much better. Patient is out of renal failure. The doctor considers this an unusual occurrence and does not necessarily think that this event is device related.